Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
It was reported that the device was explanted on (B)(6) 2016, due to a cholesteatoma.

Manufacturer narrative:
This report is filed on january 24, 2017.